Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed that at least nine applications were performed with balloon catheter 2af284, with lot number 04081 without any issue on the date of the event. A clinical issue was encountered during the procedure. The balloon catheter was not returned for investigation. There is no indication of relation of adverse event to the performance of the product. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively to a cryo ablation procedure, an atrioesophageal fistula injury was reported. The patient was intubated and a gastrostomy tube was placed. It was noted that their white blood cells were high, but trending down. A stent was placed in their esophagus. The patient was in the intensive care unit (ICU), and extubated. The patient will continued to be monitored. No further patient complications have been reported as a result of this event. Additional information indicated that the patient remains in the ICU, and is following commands and able to vocalize. The patient still has an esophageal stent in place, and there is a plan to repair the esophagus if the patient continues to improve.